Event description:
A customer contacted beckman coulter (bci) regarding discrepant accu tni results that were generated by the unicel dxl 800 access instrument. The accu tni results were generated during a study for effect of the sample spin time on the accu tni results. The study was performed at the customer's lab. Two (2) samples (a and b) were drawn from a pt. Sample a was spun on the power processor at 2000 g for 6 minutes. Sample b was spun in a different centrifuge at 2200 g for 15 minutes. Specimens were sampled from primary tubes. The accu tni result was 0.15 ng/ml for sample a and was reported out of the lab. The accu tni results was 1.25ng/ml for sample b and the ck-mb result was elevated (above reference range). The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to this event since it was part of a study.